Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2019, during visual evaluation a crease was observed in the anterior view expanding to the posterior view, within the crease shell abrasion and a tear measuring approximately less than 0.1 cm were noted in the posterior view. . These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflated or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Shell abrasion suggesting in-vivo folding or creasing of the device. Deflation, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Reason for device explant and/or reoperation: deflation. Concomitant medical products: siltex/smooth saline filled mammary prosthesis with diaphragm valve 375cc. (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). It was reported that a (B)(6)-year-old patient underwent a breast augmentation primary with a mentor smooth round moderate profile 350cc and experienced deflation on left breast implant. As a result, the patient had undergone removal on (B)(6) 2017.

Manufacturer narrative:
On 10/11/2019, it was erroneously omitted that a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/15/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).